Event description:
The patient claimed the animas insulin pump has a history setting issue. According to the reporter, the pump memory is missing bolus record. The date and time was correct. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the history setting issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: the black box and pump history was unable to be successfully downloaded because of a blank screen. The pump powered on with audible tones but the verification screen was unable to be accessed due to the blank screen. Due to internal moisture, the original complaint of ¿missing boluses¿ was unable to be adequately investigated. Unrelated to the original complaint, the audio bolus button cover was found to be missing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.